Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the display of the infusion device was defective. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.

Manufacturer narrative:
The case was clarified that the customer's performa combo meter had the defective display allegation, and not the spirit combo insulin pump. The meter was reported under (B)(4)